Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the metal cap adhesion location exhibits burnt glue;the glass cap/fiber has pushed forward in metal cap and is protruding; the outer flow tubing exhibits mild contamination, likely biologic the outer flow tubing exhibits scratch marks at the open end; the octagonal sign is erased. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
As reported, diminished tissue vaporization efficiency was observed and the system switched to safety (standby mode). The fiber was replaced and the case continued. Outcome: no damages to the patient. Gland volume: 130 ml. Time expended: 60 minutes. Joules used: 300,000